Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with device status monitoring. A single flipped bit occurred, which can be cleared by a manual guided restore (mgr). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device exhibited no values during an r-wave measurement. It was determined that the device had experienced a flipped bit electrical reset. The reset was cleared, and the device will be reprogrammed. No patient complications have been reported as a result of this event.